Event description:
It was reported that (2) tlc75 were used during a bowel resection procedure. It was reported by the rep that the surgeon fired the first tlc75 two times without incident. On the third firing, the firing knob was engaged forward and would not proceed for a "normal" firing sequence. The cutter appeared to be inoperable at that point. The surgeon had a second cutter brought onto the surgical field which additionally would not fire. A third cutter was brought on, it worked as expected. This third cutter was used to finish the procedure. There was no consequence to pt.